Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer powers up with a blank display, when the programmer is left on for a period of time, it displays an error. There was a separate error when reimaging the hard drive.

Event description:
It was reported, the programmer displayed a white/blank screen upon power-up. The service disk was ran, with no success. The programmer was returned for repair. There was no patient involvement.